Event description:
It was reported by service report that the brakes were not staying locked in position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: brake cam.